Event description:
Device placed in pt with acute infarct. Device working with good flow rate until device vented per routine care of device. Device did not resume normal function. Out flows low then stopped. Attempts to remedy situation were unsuccessful.